Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. The patient did have an effusion pre-procedure and it was monitored throughout the case. There was no change observed and the patient remained stable with good pressure throughout the case. Approximately three hours post procedure, the patient became unstable with a drop in pressure and the effusion was noted to be larger. The patient returned to the cath lab where a pericardiocentesis was performed. The patient has been discharged.